Manufacturer narrative:
Investigation conclusion: this event involved a malfunction of the capsule surveillance system in which alarms were not delivered to downstream clinical systems for the a2 cardiac stepdown unit for an extended period. The malfunction resulted from a misconfiguration introduced in the production environment by technical support. Although no patient harm was reported, alarm delivery is a safety critical function. If this malfunction were to recur, it could reasonably be expected to cause or contribute to serious injury due to delayed clinical awareness.

Event description:
During configuration activities related to an eicu initiative, unintended changes were made in the production environment affecting the capsule surveillance system's hl7 configuration. A technical support employee performed changes that resulted in a misconfiguration of the product. This has been categorized as a user error/configuration error rather than a product issue or malfunction. As a result, from approximately 3:20 pm to 4:40 pm local time, alarms and device data from the a2 cardiac stepdown unit were not processed by capsule surveillance and were therefore not delivered to downstream clinical systems, including cmu csui and epic rover. The issue was identified and corrected, and normal alarm delivery was restored. No patient harm or adverse clinical outcomes were reported. Although no injury occurred, alarm delivery is a safety-critical function, and recurrence of this malfunction could reasonably be expected to cause or contribute to serious injury due to delayed clinical intervention.